Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: event occurred in (B)(6).

Event description:
It was reported that a patient underwent a left knee revision due to patella fracture. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected updated: b4, b5, g4, g7, h2, h3, h6 the reported event was able to be confirmed by review of provided images. The images identified that the patella was explanted and covered in blood and tissue. There was a broken poly near the rim of the patella. Review of provided radiographs identified calcified loose bodies within the joint space. Review of the device history records did not identify any deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.